Event description:
The customer observed false repeat reactive alinity I hiv ag/ab combo results on one patient. The results provided were: initial=1.48 s/co (> or = 1.00 s/co=reactive) /repeated =13.61 s/co /repeated=0.06 and 0.07 (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, performed multiple troubleshooting procedures, and determined the alinity pipettor probe (03r96-01), and wash zone probe (08c94-36) were slightly clogged. The parts were cleaned and unclogged which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic alinity I hiv ag/ab combo patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alinity pipettor probe and wash zone probe did not identify an increase in complaint activity. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results and for the removal, replacement, and verification of the alinity pipettor probe and wash zone probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6). Or alinity pipettor probe and wash zone probe.